Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 210 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.